Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between 17-apr-2024 to 29-may-2024, it was reported that patient faced 5 events of infusion set fell off during use. The infusion set has been used for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.